Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, the customer experienced intermittent occlusion alarms. The customer¿s blood glucose (bg) was high, however, a specific value was not provided. Reportedly, the customer delivered a bolus with the pump to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.